Event description:
It was reported that the impedance on the right ventricular (rv) lead was low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 7288, implantable cardioverter defibrillator, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2002. (B)(4).